Event description:
Post collections of blood sample tube placed in centriguge - immediately when centrifuge began spinning a loud clanking noise heard - centrifuge stopped - top to vacutainer had dislodged from tube.